Event description:
It was reported the customer had a keypad anomaly. The customer stated the insulin pump may have been exposed to moisture. Customer's blood glucose was 250 mg/dl. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent up button response due to corroded keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and missing end cap sticker. No moisture damage inside the pump was noted.